Manufacturer narrative:
Approximate age of device - 2 years 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient woke up around 2:30am on (B)(6) 2018 complaining of difficulty to breath and the lvad was alarming for low flows. The lvad hotline was called and it was suggested that the system controller be changed. This was done and the low flow alarms remained. Emergency medical services(ems) arrived and found the patient to be hypoxic and in severe respiratory distress. The patient was intubated by ems. Ems brought the patient to the emergency department of (B)(4). The patient suffered a sub arachnoid hemorrhage and the patients family decided to withdraw care. The patient expired on (B)(6) 2018. An autopsy was refused.

Manufacturer narrative:
The report low flow hazard alarms were confirmed through the evaluation of the submitted log file; however, a specific cause for the events could not be conclusively determined through this evaluation. The account submitted a log file for review. Analysis of the log files confirmed multiple low flow alarm events on (B)(6) 2018, however, the speed did not drop below the low-speed limit. Multiple motor stops were also recorded due to driveline disconnects. The pump appeared to be functioning as intended. Heartmate ii lvas was not returned for evaluation. The hmii lvas IFU lists stroke, neurological dysfunction, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This IFU also explains that pump flow is estimated based on pump power. Pump performance monitoring outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was not on any acetylsalicylic acid (asa) due to a fear of tracheal and gastrointestinal (gi) bleed. This is against the manufacturers instructions for use on the heartmate 2 left ventricular assist device (lvad).